Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(4)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated sic (sensing integrity counter) on the right ventricular (rv) lead. A lead integrity alert had also triggered for increased sic and high rate non-sustained tachycardia stored episodes. The episodes appear as noise and visible with bipolar sensing. The r-wave is chronically small. Oversensing was recorded when moving patient¿s arm. A possible lead fracture was suspected. Additionally, due to noise recorded a possible sensing was suspected of the implantable cardioverter defibrillator (ICD). The rv lead was capped and replaced, and the ICD was explanted and replaced to insure proper function. It was reported that the incorrect serial number for the lead was entered in the registration system. The error was corrected with the correct serial number. No patient complications have been reported as a result of this event.